Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. It was claimed that the device was not working. The issue was related to drainage valve. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. Further evaluation of the issue indicated that servo ventilator or flow anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. Alarms will be generated, and proper measures can be taken. There is no indication that the compressor delivered compressed air to the ventilator with a relative humidity that exceeded the specification. Based on technician statement, the drainage valve has been found defective and replaced to resolve the issue. The device was delivered to the user in working condition. The claimed part has been not available for the further analyze of the issue. Therefore, the root cause to the reported issue has not been determined.

Event description:
It was reported that the compressor was not working. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz d4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). Corrected primary di number: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).